Manufacturer narrative:
It was reported that the patient fell while at home and the son stated that the controller went black. There were no reports of alarms. The controller was exchanged with no effect on the patient. Log files were sent and no alarms were noted on the alarms tab. Log file analysis was not conducted since display errors are not recorded in the controller log files. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since display errors are not recorded in the controller log files. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the patient fell while at home and the son stated that the controller went black. There were no reports of alarms. The controller was exchanged with no effect on the patient.